Event description:
It was reported to philips healthcare that the device was not able to acquire a 12-lead during patient transport. The customer also believed that the ECG connector appeared loose. There was no negative patient impact.

Manufacturer narrative:
(B)(4).